Event description:
A malfunction alarm occurred due to a software error detected in the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the issue, and the customer was advised to continue using the pump and to call back if the issue recurred. No additional complications were reported.